Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt was performing a self-test on the primary system controller when she received a continuous high pitched audible tone that changed to a lower pitch. The pt reportedly pressed the self-test (test select) button a second time and the alarm stopped. The pt returned home in order for a family member to perform the system controller change out. The pt stated that her chest felt heavy while the change was performed but has no other complaints by the hospital personnel showed a pump stoppage event capture but unable to discern the reason.

Manufacturer narrative:
The suspect system controller was returned to the MFR and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.